Manufacturer narrative:
(B)(4). MFR is in the process of sending letters to all affected consignees and distributors to notify them of this potential issue and provide interim options until the correction can be made to all devices. Once the correction is available, a follow up letter will be sent to affected domestic consignees providing detailed instructions on how to receive the correction.

Event description:
The customer reported that on occasion the display is not properly updated in a timely fashion. When a change is made to the display such as opening or closing a single viewer the situation is resolved; and the cic is resetting.